Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient had a summit pinnacle metal on metal 36mm head/liner hip implanted approximately 10 years ago. The patient was revised to a poly liner and ceramic revision head due to mild pain. Stem and cup were well fixed and retained. There was very little metallosis or tissue discoloration. The hip was stable. Doi: approximately 10 years ago; dor: (B)(6) 2018; unknown side.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary:no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.